Manufacturer narrative:
Continued from h9: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary one (1) photo capturing the taper tip, spindle, detached ro marker, graft and distal section of the graft cover was received from the account. Device evaluation summary inspection of the returned device confirmed the tapered tip, external sliders, rear grip, rear handle assembly, distal section of graft cover (with marker band), spindle, backend t-tube, middle member lock and the thumb wheel were disassembled. There was a kink 9 cm from distal end of graft cover and a mark/kink on graft cover 14.5 cm from graft cover t-tube. The tapered tip was returned detached, with a total length, including inner lumen, of 10.4 cm. The length of inner lumen distal to the stent stop measured 15.7 cm. The spindle, a portion of the supra renal stent and the ro marker band with distal graft cover section were returned still together; 4 out of the 6 barbs of the supra-renal stents had punctured through the distal portion of the graft cover, preventing separation of the components. The total amount of graft cover section (including marker band) covering the supra-renal stents was 4 mm. The break of the graft cover appears clean on both sections; there was no apparent necking, stretching or yielding. The heat affected zone on proximal graft cover measured 3 mm and there was flaring noted on the proximal edge. Additional information received;. It was confirmed that the device failed to "flow" upon unscrewing the screw handle. There was no resistance or difficulty upon insertion of the stent graft with the delivery system. It was confirmed that deployment had begun without difficulty and the screw handle was gradually unscrewed. While observing the device after several full revolutions it was appreciated that the device did not appear to be flowing in the normal fashion. It was felt that perhaps the screw release was not withdrawing the sheath and it was unscrewed further. This failed to identify any problem. Multiple attempts to pass a wire or catheter were unsuccessful. It was decided to convert to open-repair as it was technically impossible to recover the delivery system since the graft was engaged with it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the reported likely detachment of the delivery system graft cover r-o marker which led to the open repair was confirmed; however, the exact cause could not be determined from the films returned. Pre-implant CT¿s revealed that the patient¿s aorta was tortuous and calcified. Analysis of the returned pre-implant films did not reveal any other anatomical characteristics that may have contributed to the reported event. Excerpts of angiograms during implant did not confirm any obvious stent graft or delivery system issues prior to deployment; the graft cover r-o marker appeared to be in the normal pre-deployment position just below the bottom of the tip. Several still angiograms post-deployment confirmed that the r-o marker had likely detached from the graft cover during deployment, which led to incomplete expansion of the bifurcate suprarenal stents and proximal graft fabric due to being retained within the detached graft cover r-o marker. No cine images during positioning of the device or during deployment of the stent graft and suprarenal stents were seen in the returned images; thereby, making determination of the cause of the r-o marker detachment difficult.. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. The proximal neck diameter measured 25-28mm with a length of approx 20mm. The iliacs were noted as ectatic with calcification present. It was reported during the index procedure when the device was partially deployed, it was noticed that the markers on the top of the graft looked constrained despite having rotated the blue slider down the screw gear several cm. Initially it was not possible to see the graft cover r/o ring anywhere and it was assumed that the view was obscured by the vertebroplasty cement. (*imaging was with an older c-arm) suspecting a graft cover severance troubleshooting techniques were employed: the blue slider was pulled back all the way opening the front grip and screw gear however at this point the problem was still not visible. Fluoroscopy was then run showing that the graft body had now completely deployed-except the top was still constrained. Considering the issue may have been related to the tip capture the tip capture was then deployed all the way. The struts were partially deployed but the top of the graft remained constrained. The gate was then cannulated with an attempt to advance a wire through to balloon open the top however the wire would not advance. After taking and reviewing some magnified views it was then possible to definitively see the r/o marker band superimposed over the graft markers and it was suspected the radiopaque marker band on the graft cover came detached from the graft cover and was stuck around the top of the graft constraining it. The physician elected to convert to open repair and removed the partially deployed stent graft and delivery system and then tried to place a surgical graft however during the open procedure the patient expired. Per the physician the cause of the event was due to a device failure. The patient's age and the length of time the aorta was required to be clamped was also a considered a factor in the cause of death.